Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device has not been returned as of today. Should additional information become available, this report will be updated.

Event description:
The device has been returned.

Event description:
Subsequent information indicates that the patient underwent a surgical procedure to explant the device and leads. The physician believed the patient to be well enough and a decision was made not to implant another system. There were no adverse patient effects from the procedure reported. The device is to be returned.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Microscopic examination of the lead seal witness marks in distal shock port indicated that the distal shock lead had not been fully inserted into the header. The lead implanted with the device was also returned. Examination of the terminal pin of the associated right ventricular lead confirmed that the device setscrew only made contact with the end of the lead tip and not in the middle of the pin as when the lead is fully inserted. The device was then subjected to, and passed, a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator and right ventricular (rv) lead displayed shocking impedances of greater than 125 ohms. The patient was seen in clinic where manipulation of the device and plyometrics were performed. No issues were noted during troubleshooting. All other lead diagnostics were good and within range. The patient had also received shock therapy which resulted in normal shock impedance measurements. The local field representative stated the following physician referred the patient to their implanting physician for further follow up. The system remains in service. There were no adverse patient effects.